Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was losing time (approx. 20 minutes behind). Customer continued to change the time to the correct time. Customer's blood glucose ranged in the low 200s mg/dl but did not exceed 240 mg/dl. Customer continued to use the pump for insulin therapy.